Manufacturer narrative:
Citation: rosenblum jm et al. Durability and safety of david v valve-sparing root replacement in acute type a aortic dissection. J t horac cardiovasc surg. 2019 jan;157(1):14-23.e1. Doi: 10.1016/j.jtcvs.2018.10.059. Epub 2018 oct 23. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the long-term safety and durability of the david v valve-sparing root replacement (vssr) versus composite-valve conduit root replacement (root) for acute type-a aortic dissection repair. All data were retrospectively collected from a single center between march 2004 and may 2017. The overall study population included 136 patients and was predominantly male with a mean age of 47 years. Of those, 26 in the root group were implanted with medtronic freestyle bioprosthetic valves. No serial numbers were provided. Among all root group patients, 10 deaths were observed within 30 days of the procedure. Multiple manufacturers surgical products (tissue valves, mechanical valves, repair products) were involved in the study and no further details about the root group deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all root group patients, aortic reinterventions included: redo root/ascending/hemiarch aortic replacement, surgical repair of a coronary button pseudoaneurysm, total arch replacement, and open thoracoabdominal aortic replacement. Other adverse events reported: redo valve replacement due to endocarditis, valve stenosis, or patient-prosthesis mismatch; permanent pacemaker implantation due to complete heart block; surgical re-exploration for bleeding; stroke; atrial fibrillation; and mild-moderate aortic insufficiency. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.